Event description:
Approximately twenty months after the implantation, the site reported that the patient had experienced an infection of the heartware vad system. Details regarding whether this event involved the driveline, the actual pump or sepsis were not provided. The patient underwent a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis. Attempts to ascertain the reason why it is not being returned have been unsuccessful. The most likely root cause is the patient's complex medical history. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. Infections are known risks in patients with percutaneous lines and/or implantable devices. They are a known potential complication associated with all patients implanted with vads and are multifactorial in etiology. The most likely origin of the infection can be identified by blood, urine, and wound cultures and related diagnostic testing. No additional information will be forthcoming.